Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were observed on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked from the thread area to the case seal. There was evidence of contamination found inside the battery compartment and on the underside of the battery cap. During testing, the pump performed the rewind, load, and prime steps with no power reboots, power losses, or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses, or call service alarms occurring. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and no evidence of moisture contamination was found inside the pump. The intermittent power issue was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.